Manufacturer narrative:
Two (2) samples were received for evaluation. The bags contained copper, potassium acetate, potassium phosphate, sodium chloride, sterile water and zinc. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The solution from each sample was filtered through a filter membrane. The filter membranes were then examined with a stereomicroscope. The samples were found to contain colorless fiber-like particles, irregularly shaped white particles, irregularly shaped clear particles and dark reflective particles. Chemical characterization of the white particles using fourier transform infrared spectroscopy (ft-ir) determined the material was consistent with an inorganic material. Energy dispersive spectroscopy (eds) analysis of the white material found traces of carbon, oxygen, calcium, phosphorous, zinc, sodium, aluminum, silicon, barium and bromide. The colorless particles were found to be cellulosic material. Further characterization using polarized light microscopy (plm) found the material to be consistent with paper. The dark reflective particles contained carbon, oxygen, iron, zinc, aluminum and phosphorous. The solutions were not measurably turbid. The reported condition of cloudy solution was not verified; however, particulate matter was found in both samples. The cause of the particulate matter was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were observed to have cloudy solution. The cloudy solution was discovered before patient use. There was no patient involvement. No additional information is available.